Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in january the cardiac resynchronization therapy pacemaker (crt-p) indicated elective replacement indicator (eri) in 2 months and normal pacing function was observed in february. The patient reported to the clinic in march complaining of being lightheaded. It was noted the device was not pacing, the patients heart rate was in the 30's, and they were unable to interrogate the device. The patient was transported to the hospital where the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.